Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a flat arterial line and a "fiber optic sensor failure" alarm. The customer noted that they could not get the transducer zeroed. They were directed to disconnect the fiber optic cable and zero the pump again. This produced a pulsatile waveform and appropriate numbers. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: manager. Additional initial reporter: (B)(6), cvicu rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Gfe response received - updated field(s): describe event or problem. Event site email. Additional reporter: (B)(6). Reference complaint #(B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy had been initiated prior to the patient arriving at this facility. During therapy, there was a flat arterial line and a "fiber optic sensor failure" alarm. The customer noted that they could not get the transducer zeroed. They were directed to disconnect the fiber optic cable and zero the pump again. This produced a pulsatile waveform and appropriate numbers. It was noted that this event occurred as the patient was being moved from the or table to the bed. The iab was in use for approximately 8-10 hours. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).